Manufacturer narrative:
The referenced centrimag pump was reported under medwatch MFR report# 2916596-2017-02750. (B)(4). Approximate age of device - 22 days. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient did well intraoperatively; however, the patient suffered many complications postoperatively. The patient ultimately expired on (B)(6) 2017 after approximately three weeks of lvad support. The patient had been sedated postoperatively, and had been allowed to wake from sedation over the course of the postoperative period. The patient did wake enough to follow commands, but was slow due to sedation. It was reported that on (B)(6) 2017, that there was concern for neurological status due to multiple code situations that led to a hypoxic event. The code situations were associated with bronchial thrombosis, and not with device support. No additional information was reported on the patient¿s neurological status. The patient struggled with oxygenation in the postoperative period. The patient was placed on extracorporeal membrane oxygenation (ECMO) with a centrimag pump and another manufacturer¿s oxygenator. The patient was eventually weaned from ECMO support, and supported on an rvad. Another manufacturer¿s percutaneous rvad was in place from the operative procedure, and was subsequently removed after ECMO support had been established. The patient was experiencing right heart failure as well as pulmonary clotting that resulted in oxygenation issues. Rvad speed was adjusted throughout the postoperative period due to low volume. It was reported that the patient experienced hemolysis that was possibly related to the rvad. The patient¿s lvad was operating as expected in the postoperative period. The patient had experienced tamponade several times, requiring intervention. The lvad was not reported as a source of bleeding. Lvad speeds were adjusted throughout the postoperative course to accommodate for volume and pressure changes. The patient also required chest tube insertion for hemothorax, and was persistently hypotensive requiring vasoactive medication and inotropic support. The clinicians suspected possible gastrointestinal bleeding secondary to arteriovenous malformations, and the patient was started on octreotide. The patient was also in liver failure and renal failure, requiring dialysis. The patient was infected; however, a source was not identified. Given the patient¿s grave prognosis, support was withdrawn and the patient expired. No additional information was provided.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the left ventricular assist system (lvas) and a direct correlation to the reported event could not conclusively be established through this evaluation. The device was returned assembled with the driveline (dl) cut approximately 16 inches from the pump housing but the distal portion was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Examination of the sealed inflow conduit and outflow conduit upon disassembly of the device revealed depositions of tissue-like clotted blood. Further evaluation of device revealed depositions tissue-like clotted blood throughout the pump. A root cause for the presence of the observed depositions could not conclusively be determined through this evaluation. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.